Event description:
The customer observed imprecise b-hcg results on the architect i1000sr analyzer for one patient being treated for a partial hydatidform mole. The following data was provided (in miu/ml): (B)(6) = 3232; after a treatment (unknown specifics) in (B)(6) = 10.71; (B)(6) = 5.69; (B)(6) <1.2; (B)(6) <1.2; (B)(6) 2013 initial 35.70, centrifuged and repeated as 7.15, 4.42, and 4.30. The patient is a female between (B)(6) who takes some drops for allergies, but no other medications. There was no impact to patient management reported

Manufacturer narrative:
A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay and/or the architect havab-igg assay (list number 6c29). This occurs due to reagent mediated sample carryover of high b-hcg samples caused by the architect rubella igg assay specific diluent component or the architect havab-igg microparticle component on an architect i1000sr system. Architect rubella igg is currently being reformulated.